Manufacturer narrative:
(B)(4). Method: actual device not evaluated - the device was not returned to vascutek as it remains implanted within the patient. Manufacturing review - a complete review of the manufacturing and qc records was carried out. No issues were identified with the manufacture of the device. Sterilisation review - a review of the sterilisation records was carried out and this confirmed that all acceptance criteria were met for sterilisation. Results: no failure detected - no issues with the device could be identified from the investigation carried out by vascutek. No results available since no device returned - without the return of the device, it is not possible to come to a root cause of this event. Vascutek have followed up with the site to try and retrieve further information on the event. No further information was provided to date. A review of manufacturing and qc records confirmed that the device was manufactured to required specification. Porosity test results for the whole batch of 11 were under the maximum porosity limit of 92 ml/min. A 5-year review of similar events that covered all woven grafts gave a low occurrence rate of (B)(4) (complaints v sales). Further findings will be reported in follow up/final report.

Event description:
The event was reported as oozing from the needle hole (serious bleeding) for one hour. Bioglue, floseal and concentrated platelet were applied to stop the bleeding.

Manufacturer narrative:
(B)(4). Vascutek have followed up the site to try and retrieve further information on the event. Three requests were sent to the customer on the following dates (B)(6) 2017, (B)(6) 2017, (B)(6) 2017; however no further information was provided. As the device remains in situ within the patient a physical analysis is not possible. The root cause of the event was not identified further action is not planned; however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time. Vascutek consider this case closed.